Manufacturer narrative:
A ge svc rep performed an investigation. The reported issue could not be duplicated. Onsite investigation. Revealed that no cause could be determined. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys would shut down without command, however, the customer was able to complete the case. There is no report of death or serious injury.